Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. According to the instructions for use (IFU), practitioners are to provide instructions on how to properly handle the connector and driveline during tunneling, placement of the rubber driveline cover and connection to the controller. The IFU further notes that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline remains implanted.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient experienced a self-resolved electrical fault alarm following implant on (B)(6) 2017. It was also reported that the patient was moving in bed during the alarm. The driveline connector was assessed by the vad coordinator and determined that it was securely connected to the controller. The driveline was manipulated but the alarm could not be replicated. Log files showed a "sys_front_phase_b_open" electrical fault during the day of the incident. There were no reported patient impact or consequences.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: brand name: heartware® ventricular assist system - controller, con105786 / catalog number 1403us / expiration date: 30-nov-2017, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, product not returned - not returned to manufacturer, label for single use: no, (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: it was reported that the controller alarmed an electrical fault alarm. The driveline and the controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. On-site inspection revealed blood on the outside of the connector, suggesting possible contamination of the driveline connector. A review of the controller alarm file revealed an electrical fault alarm on 07mar2017 at 12:15:27 due to an open phase in the front stator; the electrical fault alarm caused the pump to run on the rear stator only. The alarm was cleared approximately five (5) minutes later at 12:20:30. No other discrepancies were noted during log file analysis. As a result, the reported event was confirmed. A driveline connector cleaning procedure was performed on (B)(6) 2017 to mitigate the reported conditions. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Based on an internal investigation conducted, the most probable root cause can be attributed to design/training issues. Controller 1.0 / con105786/ model # 1403us / UDI: (B)(4)/ exp. Date: 30nov2017. Device available for evaluation: no. Device evaluated by manufacturer: yes. Mfg. Date: 30nov2016. Labeled for single use: no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.